Event description:
On (B)(6) 2009, patient reports, her infusion device "died completely with no warning." She states, she did receive a low battery alert on (B)(6) 2009, and had not changed that battery yet. Had patient insert a battery in the infusion device and verified it was a aa battery and was inserted properly. However, still no start up was completed. Patient located her back up infusion device. Had her insert the battery that came with that infusion device into the primary infusion device. Still no start up completed. Patient reports, right before calling she dropped the infusion device. Patient states, she inserted the battery into back up infusion device and start up was completed. Patient states, she will use the back up infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.